Event description:
It was reported that an unexpected reset occurred. The customer's blood glucose level was recorded at 366 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.